Event description:
It was reported that the catheter was placed for routine obstetric use. The catheter was in use for four hours when removal was attempted. The catheter separated during removal with a piece of 6-8cm remaining in the pt. A decision on whether to remove the piece of catheter has not been reached. There were no pt complications.